Manufacturer narrative:
Received 5 urological catheter stock samples. The reported event was unconfirmed since the samples met specification. Per visual inspection, the exterior of the samples were examined and did not find anything to contribute to the reported event. All 5 samples measured 15 french. The specification for this product type is 14 french +/- 1 french, so the samples meet specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was larger than usual, and the patient was unable to insert the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was larger than usual, and the patient was unable to insert the catheter.